Event description:
It was reported that 2 ozark screwdrivers were broken intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully. This report captures the second of two screwdrivers.

Manufacturer narrative:
Visual inspection was performed and found the threaded distal screw retention tip to be fractured from the tip of driver. The fracture location indicates excessive torque applied during screw insertion, as the intended purpose of the retention tip is to hold screw to driver. Complaint history records were reviewed for this lot, one similar complaint was identified. Due to the location of the fracture the most likely cause of this event was determined to be excessive torque applied during screw insertion. It was not reported if the 12 in-lb torque limiting handle was used or not. The torque limiting handle is designed to protect the driver, not using it can result in the fracture which was observed. Additionally, it was reported that a similar event occurred with the same device cat# during the same procedure. The failure mode, although similar, was different as the star pattern that engages in the screw head had deformed and fractured. The combination of 2 drivers fracturing during the same procedure with different components fracturing, indicates that the most likely potential cause was excessive torque and/or lack of use of torque limiting handle.

Event description:
It was reported that 2 ozark screwdrivers broke at the tip intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully. This report captures the second of the two screwdrivers.